Event description:
Patient states the implantable neurostimulator (ins) battery was holding a charge for less time than originally, requiring the controller to be charged before each battery recharge. The battery previously held a charge for two weeks on a low setting, but now only holds a charge for one week, representing a 50% reduction in battery duration.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.